Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. A visual evaluation was performed on the returned set and it was noted that the backcheck valve was broken in the caresite valve. The batch record was reviewed and the batch met and passed all release criteria and tests. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While an exact root cause cannot be determined, review of the complaint sample and manufacturing records suggests that the defect did not originate from a failure in the manufacturing process(es). Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. If additional pertinent information becomes available a follow-up report will be filed. This follow-up is being filed to correct the b. Braun medical internal report number. The number has been corrected to (B)(4).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400516274. The actual device involved in the reported incident was returned for evaluation. A visual evaluation was performed on the returned set and it was noted that the backcheck valve was broken in the caresite valve. The batch record was reviewed and the batch met and passed all release criteria and tests. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While an exact root cause cannot be determined, review of the complaint sample and manufacturing records suggests that the defect did not originate from a failure in the manufacturing process(es). Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports that the blood set detached and leaked blood. No injury reported.